Manufacturer narrative:
Approximate age of device ¿ 24 days. The patient remains ongoing with the implanted device. No further issues have been reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s lactate dehydrogenase (ldh) was elevated to an unspecified level. The patient¿s inr at the time of the elevated ldh was 1.53 with a target goal between 2.5 and 3.5. Review of the system controller log file by the manufacturer¿s technical services representative noted some elevations in pump power and estimated flows. The patient was treated with a heparin infusion. A ramp echocardiogram study was performed and found that the lvad was able to decompress the left ventricle easily. It was reported that the pump speed for the patient is at its optimal at 9200-9400 rpm. After the results of the ramp study the heparin was discontinued. On (B)(6) 2016, while admitted, the patient experienced swelling in left upper extremity due to deep vein thrombosis (dvt). Duplex scan of the extremity found acute dvt in the right internal jugular vein and superficial thrombus in the right forearm cephalic vein; treatment was not provided. At the time of the event the patient was taking the anticoagulants aspirin, warfarin, and heparin. The patient was discharged on (B)(6) 2016 to a rehabilitation facility. No additional information was provided.

Manufacturer narrative:
Additional information: (B)(4). A correlation between the reported event and the device could not conclusively be established through this evaluation. Review of the submitted log file revealed an elevation in pump power values and decrease in average pulsatility index over time. Based on the manufacturer¿s complaint history and similar reported events, this data could be indicative of thrombosis within the circulatory loop; however, the account communicated that the patient was treated with heparin infusion and was ultimately discharged to a rehabilitation facility on (B)(6) 2016. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.